Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 30 mg/dl. The customer stated that insulin pump passed displacement test. The customer stated that insulin pump reservoir popped out of her pump and there was reservoir inside the pump. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer was declined with troubleshooting for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect information related to serial number and lot number. The correct information has been provided in section b5 with this report. The information related malfunction has been received which has been provided in summary narrative section b5 and d4 with this report.

Event description:
Customer stated that insulin pump was making a grinding noise during fill tubing. Customer did not press any buttons accidently. Customer stated that insulin pump beep sound did not continue when went to another location. It was reported that material number has been updated to mmt-1780kl, serial number updated to (B)(6) and lot number updated to hg4hzmh.